Manufacturer narrative:
A device history record review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the potential root cause was identified as the condition may occur during the cutting process; the gauze roll is slit by crushing and then cutting the roll which generates some tiny lint particles and fraying on the cutting edge of the slit roll. The testing method cannot positively identify the actual root cause of the reported linting issue. A formal corrective and preventative action (CAPA) has been initialed to address this issue. The CAPA will address a slitting way optimization method, a change to the grey gauze roll/ folded width, and also enhance the standard to of testing using the shaking method. This complaint will be used for trending purpose for future improvement.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports that there were threads separating from the sponges on the sterile field when they were being used. The surgeon was the one who noticed and wanted this checked on.